Event description:
During robotic assisted laparoscopic radical prostatectomy, enseal laparoscopic tissue sealer g2 malfunctions. The jaws of the instrument stopped closing when the handle was depressed. New instrument obtained, defective instrument removed from service. No harm to patient.